Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two spyscope ds ii devices used during the same procedure. It was reported to boston scientific corporation that spyscope ds ii was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost less than a minute into the procedure. A second spyscope ds ii was used, however, the image was also lost. The procedure was not completed. Reportedly, an advanix biliary stent was placed and the procedure was rescheduled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the first of two spyscope ds ii devices used during the same procedure. It was reported to boston scientific corporation that spyscope ds ii was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost less than a minute into the procedure. A second spyscope ds ii was used, however, the image was also lost. The procedure was not completed. Reportedly, an advanix biliary stent was placed and the procedure was rescheduled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that the catheter demonstrated signs of use in the form of elevator marks along the shaft. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment performed. Upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. No issues were observed with physical connectivity of the device. The device was fully articulated in all directions and no issues were identified with the image. Real-time x-ray was used to image the distal tip, including the tsvs, redistribution layer (rdl), and camera wires. No damage was observed to the camera wires at or inside of the camera housing/cap. In the handle, no damage was observed to the printed circuit board (pcb) or camera wires. The handle was opened and the connection of the camera wires to the pcba was inspected. No damage or defect was noted to the glue feature or the bond between the solder pads and the camera wires. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. The reported event was not confirmed. Product analysis was unable to replicate the failure or identify any issue that could have caused or contributed the reported event. Based on all gathered information, the most probable cause of this complaint is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.